Event description:
It was reported that the patient underwent an ams inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. Additional information received stated that the reservoir herniated. The patient's condition post procedure was good.